Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the analyser was bad, it was noted that all the ventricle tests failed and the patient connector was damaged. It was noted that the device would be returned to manufacturer for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyser was described as bad. No patient complications have been reported as a result of this event.